Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip jumped closed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced into the left atrium and during clip orientation, the clip would not close pass 60 degrees. Troubleshooting was performed; however, the clip jumped closed. A decision was made not use the clip. The cds was removed with the clip attached. The procedure was successfully completed with a new cds. One clip was implanted reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to close the clip and clip jumpiness were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a definitive cause for the reported inability to close the clip and clip jumpiness could not be determined as no issue was identified with returned device analysis. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.